Manufacturer narrative:
The complaint device has not been returned to mitek for evaluation. No further information has been provided regarding the event or the device. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. However, without physically examining the device, this root cause cannot be confirmed on this device. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone call that the customer¿s vapr clplse90 electrode with hand controls failed during their procedure as the ceramic tip fell off into the patient. All pieces and debris were removed from the patient and there was no patient consequences. There was a 5 minute delay in procedure reported. The sales rep was not present during the case. The facility is holding on to the device. The sales rep was unable to provide a lot number for the device.